Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a plum 360 device continues to pump air to the patient when the infusion is complete. There was patient involvement but no patient harm was reported.

Manufacturer narrative:
Tests: self-test and visual inspect. Self-test passed.. Visual inspection performed and found small crack on the front case, broken lip on the fluid shield, broken handle and cracked rear case, and a part for the lever is broken. The customer complaint wasn't confirmed that the device continue to pump air. The probable cause was not found, no issues. Performed customer infusion programmed on the device and couldn't duplicate it. Performance verification test (pvt) has been performed on this device and passed. All broken parts are replaced, device is recalibrated and passed. Replaced the battery and pushed the softkey reset. Engineering summarizes: from may 27 on, there were 6 infusion programmed on this device: 1. On may 28, two (2) infusions were run sequentially on line a, both for 250 ml @ 500 ml/hr. Both completed normally after about 30 min and went to kvo. Each kvo rate was the programmed infusion rate (500 ml/hr) and each kvo was stopped manually by the user pressing [stop] after about a minute 2. On may 30-31, two (2) infusions were run concurrently (one each on lines a & b), both for 9999 ml @ 125 ml/hr. Both were stopped manually by the user pressing [stop] after about 23 hours of a 79 hour program. 3. On june 03, two (2) infusions were run concurrently (one each on lines a & b), both for 9999 ml @ 125 ml/hr. Both were stopped in seconds by first a proximal air on line a alarm and then by a distal air bolus alarm. Engineering notes that the two infusions on the customer indicated date of may 28, fit the complaint description of continuing the programmed rate after the programmed volume had been infused. Engineering reports that for plum 15.1x pumps, the drug library editor has, under ¿master infuser setup¿ a setting called ¿continue rate¿ which allows specifying whether an infusion (on reaching vtbi complete) will either (a) continue at the programmed rate or (b) shift to a kvo rate of 1.0 ml/hr. Engineering evaluates the ¿continue rate¿ master infuser setting for the relevant drug library is set to ¿continue¿ and that the pump performed correctly, based on the library setting, in continuing the programmed rate at vtbi completion.